Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the first time ablation was not possible, and "catheter temperature above maximum" was displayed as the reason for stopping ablation. The temperature in the cardiac cavity was about 30-32 degrees c, but at the moment of ablation, the cutoff value exceeded 40 degrees c, and ablation was almost impossible. The ablation never continued beyond the temperature cut-off value. The flow rate seemed to be a little low at the flush after the error. To address the irrigation issue, the medical team did reconnection, re-flushing, replacement of the cable and restarting of the smartablate generator. However, the irrigation issue persisted. The catheter was replaced and the issue resolved. The procedure continued. No patient consequences were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
According to the information received, it was reported that the first-time ablation was not possible, and "catheter temperature above maximum" was displayed as the reason for stopping ablation. The flow rate seemed to be a little low at the flush after the error, using a smart touch bidirectional sf. The device was returned to biosense webster for evaluation. A visual inspection, temperature, impedance, and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test were performed, and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The temperature and irrigation issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following warning and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. Concerning the temperature issue, the instruction for use (IFU) contains the following warnings and precautions: before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. Monitoring the temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being maintained. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 50°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting the rf application. When rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
On 7-may-2024, additional information was received indicating there were no errors from the irrigation pump. The issue was resolved by replacing the catheter with another one. The correct catheter settings selected on the generator. Temperature cutoff was 40, other values were defaults. Ablation was almost impossible, so no irrigation was performed. On 20-may-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).